Event description:
It was reported that during a da vinci-assisted tongue base resection surgical procedure, the permanent cautery spatula instrument had a broken cable. The procedure was completed with no reported injury. Follow-up has been performed to request additional information, but no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and the customer reported complaint was replicated and confirmed. Failure analysis found the primary failure of pitch cable frayed distal to be related to the reported complaint. The instrument was found to have a frayed pitch cable at the distal end. The root cause of the frayed distal instrument pitch cables is attributed to a component failure. Common causes of the failure mode of the frayed - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional findings not reported by site were also identified: the permanent cautery spatula instrument was found to have thermal damage at the proximal clevis the root cause is attributed to mishandling/misuse. The instrument was found to have the spatula broken at the distal end. The broken piece was not returned, measuring roughly 0.065" x 0.135 in size. The root cause is attributed to mishandling/misuse. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is reportable malfunction event due to the following: the instrument had pitch cable wire damage. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.